Manufacturer narrative:
Patient information was not made available from the site. Return requested. Replacement open spine clamp shipped to site 01/24/2017. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a site that, while in a spine procedure, their open spine clamp was found to have a stripped screw. No further details regarding the damage, or how it occurred, were provided. A second open spine clamp was brought in to continue the procedure to completion. Delay in therapy was less than one hour. There was no impact on patient outcome.